Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery on (B)(6) 2017 the screw broke just below the head. The broken off tip remained in the patient and was not retrieved. The surgery was prolonged about 5 minutes. No other medical intervention was required. There was no patient harm and the outcome was okay.

Manufacturer narrative:
Additional narrative: event date: unknown. (B)(4). Event date: unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record review was performed on part # 201.928s, lot # l061564: manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 13-july- 2016, expiry date: 01-july-2026. Device was first manufactured unsterile under the lot l020416 in (B)(4) and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 201.928 with lot l020416 were reviewed. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the sales rep was informed about a broken intermaxillary fixation screw (imf) screw. At the moment, it is not known if the screw broke intra-operatively or post-operatively. No information available about patient condition, outcome and prolongation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke intra-operatively and was not fully implanted or explanted. A product investigation was performed. Screw broke off during surgery. A screw head was received, the threaded part is broken about 3.5mm below the head. The forefront of the thread with a length of about 5.7mm was not sent back for evaluation. The relevant dimensions of the imf screw were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers of both potential lot numbers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso(B)(4). The fracture face is homogenous, which indicates material conformity, and has the typical view of a forced rupture. Based on the provided information we are not able to determine the exact cause of this occurrence. The appearance of the fracture face indicates that a mechanical overload, for example by dense bone, caused the breakage of this screw. In this relation we would like to mention the surgical technique where the following is mentioned: precaution: in dense cortical bone, it may be necessary to predrill with a b 1.5 mm drill bit. In addition we would like to point out the warning section from the instructions for use from the imf screw set: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon must make the final decision on removal of the broken part based on associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history record was re-reviewed and corrected. The date of manufacture and expiration date were correctly reported in initial (B)(4). The subject device lot was first manufactured unsterile under the lot l020416 in (B)(4) and sterilized afterwards at (B)(4). As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 201.928 with lot l020416 were reviewed: no nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.